Event description:
The patient received his scs system on (B)(6) 2009. It was reported that the patient underwent a myelogram on (B)(6) 2010. After the myelogram, it was reported that the patient's stimulation had changed to his rib area. The following day, on (B)(6) 2010, the patient reported that his stimulation had returned to normal. About three weeks later, it was reported that the patient lost stimulation again. A diagnostic test was done which showed one of the leads displayed invalid impedance readings for all eight contacts. On (B)(6) 2010, a second diagnostic reading was conducted. The lead that had previously exhibited invalid readings on all contacts the previous day, now showed only three of the eight contacts as invalid. The next course of action has yet to be determined. The physician prefers to monitor the patient's impedance measurements in the coming weeks for possible lower readings. A supplemental report will be filed as necessary.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.